Manufacturer narrative:
MDR 2517506-2020-00084 was filed on 03-mar-2020. MDR 2517506-2020-00083 was filed for the same event. Additional information (21-apr-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) result. Hsc evaluated the information provided by the customer. Review of the data that was provided did not indicate any instrument issues. No sample was provided for siemens testing. No information was provided on patient medications. A siemens customer service engineer (cse) performed service on the instrument after the event occurred and the ctni assay was recalibrated. The customer performed maintenance which included replacing filters in the water system and a decontamination of the instrument. The customer has reported that no additional discrepant ctni results have been obtained. No product problem was identified. The instrument is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Supplemental MDR 2517506-2020-00083 was filed for the same event.

Manufacturer narrative:
MDR 2517506-2020-00083 was filed for the same event. The customer contacted the siemens customer care center (ccc) and a reported discordant, falsely elevated cardiac troponin I (ctni) patient result obtained on a dimension rxl max with hm instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient serum sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician (s). The same sample was reprocessed on an alternate unspecified methodology and the clinical data reported was not compatible with positive results. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.